Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium (na) results while using architect c8000 analyzer ict module. The following results were provided. The customer uses normal range 136 to 145 meq/l. Sid (B)(4) initial 117 meq/l, repeat 143 meq/l. No impact to patient management was reported.

Manufacturer narrative:
Suspect medical device from ict (na, k, cl) sample diluent, ln 02p32-11 to architect software v8.1 basic; list # 05f48-30 a product correction letter was issued to all architect clinical chemistry customers notifying them to adhere to the labeling instructions listed in the architect operations manual, section 10, to resolve error codes 3580 to 3585 or 5381 before transitioning the architect to the running status. The product correction letter provides guidance on how the customer can ensure the pressure monitoring system is functioning and also recommends following the architect systems operations manual and the assay-specific documentation to ensure all samples and reagents meet described requirements before being placed on the architect. The investigation found that when the pressure monitor board communication on the architect clinical chemistry analyzer is not successfully established during initial instrument boot up, and the following error codes 3580 to 3585 or 5381 are not resolved by the user prior to transitioning the architect to the running status, there is the potential to generate incorrect results as the pressure monitoring system is inactive. The architect system software will be updated in a future version to prevent the architect analyzer from transitioning to the running status when the pressure monitoring system is in an error state.

Manufacturer narrative:
During equipment review, it was determined the analyzer ict module {part 9d28-03 serial number (B)(4)] had expired on december 29, 2017, however continued to be used. The ict module was replaced on (B)(6) 2018 when the customer experienced error 5623 [unable to process test, ict reference solution not aspirated]. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and an instrument service review. Returns were not available. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Section d. Suspect medical device 4. Serial number was changed (B)(4) from unknown.